Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006; 6949-65 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead had been prophylactically capped and replaced with an epicardial lead. There was no issue noted with the lv lead. The lead was later explanted, returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.